Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's pump is suspending itself. The mother states the customer's blood glucose levels have been running high. The mother states the customer has been over 500mg/dl. The mother states the customer will be treating with insulin pens. The mother states the device suspended itself with no warning or alert. Troubleshoot for low battery was conducted. The customer was advised that the pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.